Manufacturer narrative:
Investigation: samples received: (B)(4) open and used unit. Analysis and results: there are no previous complaints of this code batch. We manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. We have received one open and used sample from the customer for analysis. The needle of the sample received is bent and shows marks of needle holder or other surgical instrument near of needle attachment area as can be seen in enclosed picture. The bent area of the needle is close to these marks. Therefore, the needle has been damaged during handling and bent most probably due to wrong handling. As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause ending or breakage. Furthermore, the used needle has been tested for bending strength and the result fulfils the specification for this needle: 25.41 nxcm (minimum bending strength specification for this needle: >23.5 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: the needle received showed a damage in the attachment area caused by a wrong handling. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported needle is damaged/bent. The reporter indicated that this is the second report related to a rupture problem between the wire and the needle. Per the reporter, the surgeons have stopped using the suture feeling the needle twist and risk to dissociate from the thread; another suture/thread will be used. This event occurred in the obstetric department. Delay in the surgical procedure.